Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead. The noise was unable to be recreated and the patient didn't experience greater than 2 seconds of asystole. The rv lead was fractured. This crt-d and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was severed 70mm from the terminal pin. Two segments were returned, and the total lead length was 650 mm. This type of damage was likely induced during the explant procedure. In addition, visual inspection also revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Furthermore, the proximal end of the distal spring electrode was separated from the lead body insulation and the distal end of the proximal spring electrode was also separated from the lead body insulation. Microscopic evaluation indicated the trilumen insulation had webbing damage between all three lumens approximately 300-310mm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. An x-ray was performed and the fracture was unable to be confirmed. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.